Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following patient identifiers for the following systems: (B)(6)- nano (system 1). (B)(6)- aviva (system 2).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 175 mg/dl on nano meter (system 1) and 95 mg/dl on aviva meter (system 2). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.